Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Healthcare professional reported left side defaltion and faulty valve. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: - deflation: observed, one opening assessed as unidentified (tear) opening. - valve leak and/or damage: not observed. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side deflation and faulty valve. Device has been explanted.